Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 6 of 8 mdrs filed for the same patient (reference 1825034-2013-02004/ 02009 and 02024/02025).

Event description:
Legal counsel for the patient reports that patient underwent bilateral total hip arthroplasty on (B)(6) 2010. Patient's legal counsel further reports that a right revision procedure occurred on (B)(6) 2012 due to patient allegations of pain, metallosis, elevated metal ion levels, damage to surrounding bone and tissue, and lack of mobility. No revision procedure has been reported for the left hip. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient reports that patient underwent bilateral total hip arthroplasty on (B)(6) 2010. Patient's legal counsel further reports that a right revision procedure occurred on (B)(6) 2012 due to patient allegations of pain, metallosis, elevated levels of metal ions, damage to surrounding bone and tissue, and lack of mobility. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Medical records received october 18, 2013 noted a right hip revision was performed on (B)(6) 2012 due to pain. The revision operative report indicates the presence of metallosis and a loose acetabular cup with granulation tissue in the acetabular bed. All components were removed and replaced with competitor's components. Additional information received august 8, 2014 in patient operative (op) notes reports the patient was revised on the left hip (B)(6) 2013 due to tissue reaction. Revision op report notes a thick, milk-colored fluid and evidence of metallosis. The cup, modular head, and liner were removed and replaced.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient reports that patient underwent bilateral total hip arthroplasty on (B)(6) 2010. Patient's legal counsel further reports that a right revision procedure occurred on (B)(6) 2012 due to patient allegations of pain, metallosis, elevated levels of metal ions, damage to surrounding bone and tissue, and lack of mobility. No revision procedure has been reported for the left hip. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Medical records received october 18, 2013 noted a right hip revision was performed on (B)(6) 2012 due to pain. The revision operative report indicates the presence of metallosis and a loose acetabular cup with granulation tissue in the acetabular bed. All components were removed and replaced with competitor's components.